Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the power supply on the heart lung machine (hlm) failed and the batteries were not charging. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence attempts for part return were unsuccessful so an evaluation could not be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.